Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Bacterial infection vaginal [bacterial vulvovaginitis] . Tampon remained in vagina, came out in pieces [foreign body in reproductive tract] . Odor vaginal [vaginal odour] . Tampon came out in pieces, string pulled out of the tampon [device breakage]. I wasn't able to remove the tampon manually so I went to the doctor to have the tampon removed. [Complication of device removal] . Case narrative: consumer reported via phone that the tampon came out in pieces. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Bacterial infection vaginal [bacterial vulvovaginitis] tampon remained in vagina, came out in pieces [foreign body in reproductive tract] odor vaginal [vaginal odour]. Tampon came out in pieces, string pulled out of the tampon [device breakage] I wasn't able to remove the tampon manually so I went to the doctor to have the tampon removed. [Complication of device removal]. Case narrative: consumer reported via phone that the tampon came out in pieces. No serious injury reported.